Event description:
Customer stated a reservoir leaked. The blood glucose reading is 82 to 84 mg/dl. Customer stated that o-ring looked deformed. Insulin leaked past the o-rings. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.